Event description:
It was reported that this right ventricular (rv) lead was surgically revised due to lead perforation in the ventricle. In addition, the patient was presented to the emergency room (ER) with an increased blood pressure and was then admitted in the intensive care unit. The patient was intubated, in atrial fibrillation (af) with rapid ventricular response (rvr) at 120 beats per minute (bpm). Echo was done prior cardioversion and found out that the patient was in cardiac tamponade with pericardial effusion. Pericardiocentesis was then performed with 1.2 liters being drained. Furthermore, upon interrogation the impedance has dropped from 1100 to 600 ohms. There was no capture unipolar and high output at bipolar capture. No pacing inhibition was also noted due to high intrinsic heart rate. This rv lead remains in service. No additional adverse patient effects were reported.